Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Stryker orthopaedics is a distributor of this device, which is manufactured by aaa. The manufacturer has responsibility for regulatory decisions and MDR reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel. Device not returned.

Event description:
On march 16, 2020: information received via op report indicates that the patient was implanted with competitor knee devices with simplex hv cement. The patient was later revised due to infection. It's reported that the patient underwent a total knee arthroplasty in 2014 where he was implanted with a stryker knee system. Is it further alleged that the patient underwent revision surgery on an unknown date due to infection.